Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display had dimmed and discolored and was difficult to read. The reporter stated they noticed the issue first occurred a "couple¿ days prior to the date of complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the bolus button cover was found to be torn; there was no response issue observed with the bolus button.